Manufacturer narrative:
(B)(4). The reported complaint 'unable to connect trach-vent to tube' could not be confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Based on visual inspection, no defect was found on the returned sample. Dimensional inspection was conducted by measuring the inner diameter (ID) of the hole on the oxygen port that connects to the et tube. The measurement result showed that the ID was within specification. The device history record was reviewed, and no issues related to the complaint were noted. The device was manufactured in accordance with the release specifications. Therefore, no corrective action is required for this complaint, as no problem was found on the returned sample and the complaint description could not be confirmed.

Event description:
It was reported that: "the user was unable to connect the oxygen port of the trach-vent to the tracheostomy tube during use. Therefore, a new unit was used instead. No injury to the patient occurred. The issue occurred twice succeedingly to the same patient." Associated complaints 8040412-2025-00205 and 8040412-2025-00204.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the user was unable to connect the oxygen port of the trach-vent to the tracheostomy tube during use. Therefore, a new unit was used instead. No injury to the patient occurred. The issue occurred twice succeeding to the same patient."